Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is an age indeterminate right proximal femoral metaphysis fracture with abnormal displacement of the lesser trochanter. The fracture margins appear partially remodeled suggesting this could represent a subacute fracture. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b5; g3; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision due to a fall and periprosthetic fracture. The stem was revised. Attempts have been made and no further information has been provided.